Event description:
Customer reported she was having issues with the buttons on the insulin pump when she was trying to prime. Customer stated the esc and act buttons were not working. Customer does not recall blood glucose during incident. Customer was not a serious injury or hospitalization. Customer stated she had to press the buttons eight to ten times before they responded. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.